Event description:
It was reported that just initiating therapy and setting up patient. Arctic sun device alerted 50 at beginning (patient temperature 1 erratic) and alarmed 15 (unable to obtain a stable patient temperature). Esophageal probe in place 33.1c. Esophageal probe placement has not been verified via x-ray. They were still trying to set up eeg on patient as well. Skin probe registering 33.9c. Nurse states they had not noticed any patient temperature fluctuations and alert or alarm only occurred at initial startup. Had them check connection between probe and cable and device were secure. Flexed cable with no fluctuations noted either. Discussed verifying esophageal probe via bedside monitor. Noted it is possible connections were loosened or flex during set up which cause alerts. If alerts return call back and would look at replacing temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be failed temperature in cable. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that just initiating therapy and setting up patient. Arctic sun device alerted 50 at beginning (patient temperature 1 erratic) and alarmed 15 (unable to obtain a stable patient temperature). Esophageal probe in place 33.1c. Esophageal probe placement has not been verified via x-ray. They were still trying to set up eeg on patient as well. Skin probe registering 33.9c. Nurse states they had not noticed any patient temperature fluctuations and alert or alarm only occurred at initial startup. Had them check connection between probe and cable and device were secure. Flexed cable with no fluctuations noted either. Discussed verifying esophageal probe via bedside monitor. Noted it is possible connections were loosened or flex during set up which cause alerts. If alerts return call back and would look at replacing temperature cable.